Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable causes the instrument not to open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The broken grip cable was causing the cable to be dislodged at the proximal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The complaint was confirmed by failure analysis testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was broken or loose. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken. The instrument slightly collided with the other instrument or tool during the procedure. No fragment fell into patient. The procedure was completed robotically with the same da vinci system and with the same instrument. The procedure was delayed a few minutes. No arcing was observed. The patient did not experience any injury or adverse event during or after the surgical procedure.